Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during intraocular lens implantation surgery, the surgeon noticed that the patient had some floppiness to the iris and it was not dilated widely. Because of this surgeon could not insert the tip as far into the eye and so much pressure was needed to keep the tip from backing out, there was some chamber shallowing and the injection of the lens traumatized the iris, so the patient had an iris defect and hyphema. Scheduled procedure was completed the same day and the lens left implanted. In the surgeon¿s opinion, cartridge tip was too short and cannot be inserted far enough into the ac (anterior chamber) it caused or contributed to the event. In the surgeon¿s prognosis, the patient was seeing well, but have iris defect and it was permanent.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the event code should have been e0824 instead of e0833 and e0828 instead of e0819. The manufacturer internal reference number is: (B)(4).